Manufacturer narrative:
Returned for eval was an opened soft-vu mikaelsson catheter. A visual review of the catheter noted that the tip was fractured. The fractured of piece was not returned. The customer's reported complaint description of soft-vu tip is confirmed. The root cause of the reported complaint description cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specs. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2014, a pt of unk age and gender presented for an angiographic procedure. When opening the disposable device's sterile packaging while prepping for the procedure, it was noted the tip of the angiographic catheter had fractured off inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to the event as the device did not come into contact with the pt. The disposable device has been returned to the MFR for eval.